Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv)lead the lead was repositioned several times due to a failure to sense. The sensing did not improve post implant, thus the patient was brought in for a repositioning procedure which was successful, as better sensing was noted. No additional adverse patient effects were reported.